Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a (B)(6) male patient with chest pain, the device inappropriately shut off. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.